Event description:
It was reported that during a da vinci-assisted cholecystectomy, a large hem-o-lok clip applier instrument turned and tore an vessel. At the time the event occurred, the surgeon was attempting to apply a clip on an artery with the large hem-o-lok clip applier instrument. In addition, the customer reportedly heard a loud pop when the instrument issue occurred. The instrument was removed and it was stated that one of the wheels was coming off. It is unknown what medical intervention was performed to address the vessel injury. The estimated blood loss due to the vessel injury is also unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Isi has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a broken input disk. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The root cause of this failure is attributed to user. Additionally, signs of corrosion were found on the instrument. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the large hem-o-lok clip applier instrument turned while the surgeon was attempting to apply a clip to a vessel. It is unknown what medical/surgical intervention was rendered due to the vessel injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.